Event description:
Pt had been using the pump regularly for the last 2 years. Was seen at oncology for refill, had excrutiating pain when bolus was injected. Tried to empty contents, excrutiating pain. CT scan showed extravasation of contents at insertion of catheter to artery.